Event description:
A pt of unk age and unk gender presented for an abscess drainage procedure. It was reported that the user flushed the drainage catheter with alcohol. After the drainage catheter was flushed with alcohol, the tip of the drainage catheter dislodged from the catheter shaft and migrated into the pt.

Manufacturer narrative:
The catalog number and lot number of the defective device were not reported by the user. It was reported by the user that the catheter was flushed with alcohol. The instructions for use (ic 186), which is supplied to the user with this device and the box/pouch labels contains a warning, "do not use this catheter with alcohol." Attempts are being made by the firm to ascertain the catalog number and lot number used during the procedure, type of medical intervention, if any, and the current status of the pt. This info, along with the results of the investigation will be sent via a f/u medwatch. (B)(4).